Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer complained of questionable ise indirect na, k, cl for gen.2 results for 2 patient samples on a cobas 8000 ise module. Of the data provided, there was a discrepant cl result for 1 patient sample. The initial cl result was 96.4 mmol/l. The cl result was 106.2 mmol/l on a different module. There was no allegation of an adverse event. No erroneous results were not reported outside the laboratory. The cl electrode lot number and expiration date were not provided. The investigation could not find an instrument issue based on the calibration and qc. There were no further issues. The investigation did not identify a product problem. The cause of the event could not be determined.